Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Twenty-five unused and unopened representative samples were received at the manufacturing site for evaluation. The samples were inspected and passed all testing performed, there was no presence of air in the line. The reported issue could not be confirmed. However, a corrective and preventative action has been opened to further investigate the reported condition. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported large volumes of air being drawn into the giving sets. Both giving sets and pumps have been changed. Large volumes of air are still being identified. This has been an ongoing issue for months.

Manufacturer narrative:
Initial reporter's email address: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.